Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded electronic assembly. Unable to confirm pump error or perform functional test due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, cracked case(battery tube), cracked battery tube threads and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button error and pump error. The customer¿s blood glucose was between 120 mg/dl to 150 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button and the buttons were unresponsive after possible exposure to moisture. Customer stated that the insulin pump was not exposed to a change in altitude and the button was not pressed for 3 minutes or longer. Customer confirmed that time is advancing. Customer also reported that the insulin pump received a pump error alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.